Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a delay in therapy delivery. Device data was sent to rhythmcare for review. Data review determined the device sensed noise, therefore the criteria for the treatment zone was not met. Approximately 12 seconds after the noise was no longer present, the device began sensing the rhythm as a treatable rhythm resulting in a successful conversion. This device remains in service. No adverse patient effects were reported.